Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis but the reported leak could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot for the reported lot revealed no other incidents reported for leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the coronary dilatation catheters nc trek rx, instructions for use (IFU) states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the reported violation of the IFU does not appear to have caused or contributed to the complaint.

Event description:
Additional information reported that the device was not prepped outside the patient anatomy prior to use.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.5 x 8 mm nc trek balloon was inflated to 15 atmospheres; however, loss of gauge pressure was noted due to a leak in the device. They did not suspect a balloon rupture. A new 3.5 x 8 mm nc trek balloon was used to finish the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.